Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion. Boston scientific technical service (t/s) consultant ran a disk analysis , and advised that the premature battery depletion could be related to radiation treatment. The t/s consultant recommends rechecking device once radiation treatment is complete. The device remains implanted and in service. No adverse patient effects were reported.